Manufacturer narrative:
The device was received with a blank display due to moisture damage on the electronic assembly. Unable to perform the displacement test, sleep current measurement, active current measurement and self test due to the blank display. Moisture damage was also found on the motor and force sensor during visual inspection. Device received with cracked case on the back at the battery tube area and belt clip rail case corner. Device received with cracked keypad overlay at select button.

Event description:
The customer's father reported via phone call that the insulin pump had a hairline crack on the back and on the battery side. The customer's blood glucose level was 100 mg/dl at the time of the incident. The customer stated that the reservoir lip ring was not damaged. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.